Event description:
Boston scientific has become aware of the following event: the lesion had 90% stenosis and no calcification. After crossing the lesion by the wire, the catheter was stuck and could not advance. Then, the catheter removed and flushed. When the catheter advanced again on the wire at outside of the patient's body, a physician felt friction again. And the wire lumen of this catheter was torn and was separated.